Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that sample probe a on the dxc 600 pro instrument was leaking, and that they were having problems with the cap piercer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a faulty waste valve. Fse replaced the solenoid valve and verified probe height alignment and this resolved the issue. No further leaks were reported. Service activity performed was verified and met the specified requirements per established procedures.